Event description:
Caller stated that medical attention was sought on (B)(6) 2022 between 8:30-9:30pm at home. Caller stated that the end-user tested with his prodigy meter and received a result of 400mg/dl, a normal result for that time of day is usually around 100-200mg/dl. Caller stated that the end-user takes the following insulin: humalin in 26 units in the morning and 14 units in the evening, humalog 8 units 3 times a day with every meal caller stated that about 2 ½ hours after testing with his prodigy meter the end-user became sweaty and unresponsive. Caller then called paramedics. There was no food drink or medication consumed while waiting. Paramedics arrived within minutes and test the end-user with their meter and received a result of 25mg/dl. Paramedics did not test him with his prodigy meter. Caller stated the paramedics gave the end-user sugar water to raise his blood glucose levels. The end-user was not transported to the hospital. Caller does not recall what the end-users blood glucose was before the paramedics left the home. No additional information was provided.

Manufacturer narrative:
No nonconformance was found in the document (qa-w-21-03) after okb reviewed our device history record (dhf) of the suspected meter (serial#: (B)(4)). The suspected meter was shipped to pdc on march 18, 2020 and we check the setting and all functions of returned meter, no malfunctions were found. Standby current of the suspected meter (3.5ul) met acceptance criteria (< 55 ua). Because patient did not provide further information on strips, we tested the returned meters with our retained strips (lot#: d210611b-1) and valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Test results (level low: 53/55; level high: 299/297) met the acceptance criteria (level low: 30~75 ; level high: 230~340). 4.as above, no non-conformance or malfunction of the suspected meter were found. The root cause of the complaint was unable to be verified without further information. Therefore, the complaint has to be closed out if no further action and information from the user.